Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed off no power. The customer¿s blood glucose level at the time of incident was 12 mmol/l. Troubleshooting was not completed. The caller stated that the battery was changed three times but the insulin pump would not function. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump passed idle current test, run current test, self test, off no power test and displacement test. No battery power loss alarm noted.